Event description:
As reported by the edwards field clinical specialist, following removal of the 22fr sheath, a dissection of the right common femoral artery (rcfa) was noted, which required surgical repair. A surgical cutdown was done on the patient's right side. A 14fr sheath was instrumented in the right femoral artery and balloon aortic valvuloplasty was performed without incident. The right femoral artery was prepared with serial dilation. There was moderate resistance with the 25fr dilator. The 22fr sheath was advanced with moderate friction. Following the procedure, the 22fr sheath was removed and the access site was surgically closed. After closure of the rcfa an angio was done. The vessel appeared to be patent by angio, but upon palpitation it was noted there was no femoral pulse. The cutdown site was extended and exploration was done to return distal flow. A flap at the insertion site was discovered and surgically repaired, restoring blood flow. The final angio showed patent vessels. The patient was transferred to the recovery room in stable condition. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the location of the dissection was 5.6mm. The vessel was noted to be mildly tortuous and not calcified. Per report, the sheath used in the patient did not malfunction.

Manufacturer narrative:
The sheath was not returned for evaluation as there was no allegation of device dysfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was 5.6mm, and the vessels were noted to be mildly tortuous. The root cause for the reported dissection cannot be confirmed. However, the luminal diameter of the vessel was notably below the minimum requirement for a 22fr sheath. It is possible that the small size of the vessel contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.